Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose level was 429 mg/dl. The blood glucose value was 300 mg/dl and 200 mg/dl. Customer treated with manual injection and insulin pump for high blood glucose. Customer stated that the drive support cap was normal. The customer decline troubleshooting for high blood glucose. The product will not return for the analysis.